Manufacturer narrative:
A software investigation was completed and determined the stingray tracker moved with respect to the patient anatomy. Software is functioning as designed. The instructions for use (fu) which accompanies this device contains the following warning regarding frame movement: "warning: do not bump or re-position the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register."

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: mr (B)(6). On 04/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon registered the patient, deemed being accurate and once the incision was made, moved the scalp forward along with the stingray tracker. After the movement of the stingray the surgeon alleged a 1 centimeter inaccuracy. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.